Event description:
The patient received a replacement charger. It was reported the patient was able to charge the ipg, but was receiving a low battery flag and was unable to turn the stimulation on. Follow up identified the patient was scheduled to have the ipg replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.